Manufacturer narrative:
The recharger with model number 97755 and serial# (B)(6) was received for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6), product type recharger was returned and the analysis shows that high reading na low reading na no anomalies were visually observed. Recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that both of their controllers were displaying system problem rm03 when trying to charge their implanted neurostimulators. Patient said they tried to call last weekend, but couldn't get through. Patient mentioned they use two separate rechargers and both of them were doing the same thing. Patient confirmed they had not done any resets on either of the controllers since the issue first started. Patient stated both controller displayed these errors last thursday, and again sunday. Agent walked patient through removing the battery pack and re-inserting the battery and patient confirmed the message was cleared. Patient inspected recharger cord/paddle and controller port but did not notice any damage. Patient started a charging session of their implant on the right side and reported the same rm03 message came up after a few minutes of charging. Patient stated they were able to charge with excellent quality 99% of the time. Patient also mentioned that the paddle and relay box would get very warm when charging both implants and both recharger paddles are getting hot. Patient started charge of left implant, and reported system problem rm03 again. The issue was not resolved. A request was sent to the repair department to replace the recharging paddles for both implants. Patient stated one implant was at 60% and the other was at '75%.'

Manufacturer narrative:
Section h6 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.